Event description:
Syringe broke during use and fragments punctured physician's skin through gloves on their right 3rd finger. The wound was contaminated with the patient's blood and required re-gloving. They have gone through the appropriate "blood contamination" protocol and have received tetanus booster.